Event description:
Pt reports that about once a month she notices her line starts leaking and she will be covered in remodulin. She uses the "pale purple" adapters (product code (B)(4)). When she examines them, they do not appear to be broken or cracked, so unclear why this is occurring. No pt injury or adverse event reported. Pharmacy will have field nurse contact pt to discuss /determine if there is a problem. Pt does not have any other info on lot number or anything else. No other info available. Dose or amount: 383.5ng/kg/min, frequency: continuous, route: IV. Dates of use: (B)(6)2014 to current. Diagnosis or reason for use: i27.0.